Manufacturer narrative:
Date rec¿d by MFR: 10aug2019. The gas delivery system (gds) was returned to the manufacturer's failure investigation lab for evaluation. The data acquisition (da) printed circuit board assembly (pcba) and oxygen solenoid valve was disassembled from the gds and not returned with the gds. Visual inspection of the gds revealed no signs of physical damage or contamination. It was found that the u1 component (sensor air flow amp 1000 sscm) from the air flow sensor pcba was faulty, and was replaced. The test ventilator then passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Serial number unknown. Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that flow sensor had low oxygen (o2) concentration. The customer reported there was no patient involvement.